Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that on the evening of (B)(6) 2016 that the patient was found unresponsive by his wife. Ems arrived on seen and the pump was stopped. They plugged in a new battery and the pump turned on and ran properly. The patient was transported to the hospital and declared dead upon arrival.